Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review the right ventricular lead exhibited oversensing and episodes of high ventricular rate due to noise. The patient was dependent. The lead was capped and replaced on (B)(6) 2017. The procedure was successful with no complications. The patient was stable before, during and after the procedure.